Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and specifications. One hlf-s273-h30 fiber was received in multiple segments. The package and label were not returned. The fiber was returned separated into three segments; proximal segment, middle and distal segments. The proximal segment measures 130.5cm. The middle segment measures 83.3cm, and the distal segment measures 84.4cm. The total length of returned fiber segments is within specified tolerance. Fiber optics on the distal segment extends 3mm from the end of the blue cladding and 81.5cm from the distal end optics is broken and held together by blue cladding. During magnification scrape marks were visible on each segment. Laser fibers are tested during manufacturing processes. Testing assures the fiber is recognized and no failure codes are present. In addition, assuring no breaks are present along the fiber length and the green output from the end of the fiber creates a well-defined circle. No notable gaps in production or processing controls were noted. The device history record review showed there were no non-conformances associated with this reported failure. A search of complaint records revealed this is the only complaint for a broken fiber associated with the complaint device lot number 8686194. The instructions for use (IFU) advises that many different factors affect the life of any particular fiber, including: extended lasing power. Continuous lasing with fiber tip in contact with tissue. Lasing with a contaminated or damaged proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiber optics to sharp bends in handling, use or storage. Always keep connector end dry and free from contaminates. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed power limits. The laser fiber was returned, and the breakage of the fiber was confirmed. The definitive cause for the fiber break could not be established. Any of the factors listed in the IFU precautions could have contributed to the fiber damage. A quality engineer risk assessment concluded no risk reduction activities are required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6) PMA/510k # k124030. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy in the kidney, the cook® single-use holmium laser fiber broke in three parts. The laser fiber remained inside the flexible ureteroscope. The procedure was unable to be completed and the patient required an additional flexible ureteroscopy. No section of the device remained inside the patient's body. No additional patient consequences were reported. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.